Manufacturer narrative:
(B)(4). The results of this investigation concluded the inflow diameter was narrowed due to fibrous pannus ingrowth on the inflow surface of all three cusps. Cusp 3 contained a tear, and there was a vertical fold with a partial thickness tear in cusp 1. There was a thin layer of fibrin on cusps 1 and 2. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. A review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tear, fibrin, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this 25 mm sjm trifecta valve was implanted. On (B)(6) 2015, the valve was explanted due to aortic insufficiency. One cusp was observed to be torn from the stent post between the non-coronary and the right coronary cusp. An sjm regent mechanical valve was implanted. The patient was discharged from the hospital in good condition.